Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not registered closed. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the remote manager was not communicating. The customer stated that there was no medication delay since the user managed to get the medication from another station. There were no adverse events or injuries reported as a result of this event.